Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 one bi-directional, curve d-f, sensor enabled, advisor hd grid mapping catheter was received for evaluation. It was noted that the paddle of the device was fractured. The distal coupler had been displaced, causing internal components to be exposed. The nitinol frame was pulled out of two splines detaching the pellethane tubing and electrodes from its frame. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Information from the field indicated that there was resistance and the catheter was still withdrawn. Advisor hd grid mapping catheter instructions for use (IFU) states, "do not use force to advance or withdraw catheter when resistance is encountered." The cause of the reported event was consistent with not following the instructions for use.

Event description:
At the end of an atrial fibrillation pfa procedure, the splines of the mapping catheter broke off. The mapping catheter was being removed from the heart and resistance was noted. After continuing to withdraw the catheter it was found that the splines had broken off. The physician alleges that the cause may have been the ice catheter going through the spines mapping catheter. Fluoroscopy confirmed that no pieces were left in the patient. There were no adverse patient consequences.